Event description:
It was reported that "staples were found jamming during use on the patient." No patient harm or injury. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the bottom was detached from the cover block and no staples were returned. It appears that the bottom was not properly welded onto the cover block, which caused the rail and pusher to fall out of the stapler. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of stapler jamming could not be confirmed. The stapler was returned with a detached staple feed assembly from the cover block. It appears that it was not properly welded to the cover block, which allowed the staples, rail, and pusher to fall out of the stapler. Actions to mitigate defects for this issue were established as part of a non-conformance. The returned sample was manufactured prior to these corrective actions on 18jul2022. The probable cause of this complaint issue could not be determined based upon the information provided. Teleflex will continue to monitor and trend on complaints of this nature.